Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that leakage was discovered at the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter prior to patient contact. Another like device was opened to complete the percutaneous transhepatic biliary drainage (ptcd) procedure. That patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on (B)(6) 2022, cook china received a complaint from wei dong, a representative at the nanchang xigema medical equip facility, located in the city of nanchang cn. It was reported that, prior to patient contact, the ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot: #14285923) was discovered to be leaking at the hub/catheter connection. The procedure was completed by using another new device. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One device was returned in an unused but prepped condition. During tabletop testing using a syringe and water, the catheter was discovered to be leaking at the site where the catheter and mac-loc adaptor are connected. Using the appropriate gap gauge checker, the cap was found to be positioned correctly. Upon the disassembling of the cap from the mac-loc adaptor, it was discovered the flare was creased and torn. Based on the evidence displayed, cook medical concluded the flare was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the device master record (dmr) and concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Cook also reviewed the DHR for lot 14285923, discovering a total of four recorded nonconformances. Upon a review of all nonconforming criteria, it was discovered that one for "failed torque" was determined to be relevant to the reported difficulty. These devices were scrapped prior to further processing of the order through the manufacturing department. During the review of the associated DHR's, it was discovered that the mac-loc assembly, lot number sa3855525 had zero recorded nonconformances. It should be noted that there were no other complaints associated with the final product lot number. A review of the dmr and DHR, concluded there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. Two previous CAPA investigations were opened to address mac-loc leakage and hub separation respectively. Both capas concluded that manufacturing and quality control deficiencies caused the reported failures and implemented corrective actions. This change went into effect on (B)(6) 2019. Lot 14285923 was manufactured after corrective action implementation. Cook reviewed product labeling. Per the supplied instructions for use (IFU) t_multi_rev5 were reviewed for the information related to reported failure mode. Precautions: ¿for best results, keep catheter surface wet during placement¿. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred¿. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.